Manufacturer narrative:
The investigational analysis completed 5/12/2020. The device was visually inspected and reddish color was observed under the pebax. During a second inspection, a hole was found in the pebax with reddish material was found inside. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was found to be working properly. The force values were observed within specifications. The customer complaint cannot be confirmed, since force sensor was found to be working normal. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole in the pebax. Initially it was reported at the middle of the procedure force sensor error. Catheter replacement resolved the issue. There was no patient consequence. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a hole in the pebax. The observed hole in the pebax has been assessed as an MDR reportable malfunction. The awareness date has been reset to 5/4/2020.